Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that telemetry could not be established with the patient's cardiac resynchronization therapy defibrillator (crt-d). Neither wireless nor direct telemetry would work with any consistency. Lead impedances through the device were all out of range on the high side and the device was not capturing with atrial or ventricular leads. Pacing analyzer showed leads functioning as expected when tested. The crt-d was not used and another device implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.